Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device following a cardiac catheterization procedure. The arteriotomy was confirmed to be in the common femoral artery which was 5mm in diameter. The physician had difficulty with insertion due to "build up of" very, very scarred tissue build up from prior sticks." He encountered resistance when trying to advance the device in order to achieve mark and the device broke at the "guide." The physician was able to remove the device from the groin and hemostasis was achieved with manual compression. It was reported, the pt "faired well with no complications." The pt's stay was not prolonged. Though requested, no additional info was provided.